Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
(B)(6). It was reported that during a coronary artery stenting treatment procedure the stent was incompletely apposed. The index procedure treated two target lesions. Target lesion one was a 2.3x15mm lesion located in the 95% stenosed right posterior descending artery (r-pda). Direct stenting with a 2.25x20mm taxus liberte stent was unsuccessful as the device could not cross the lesion. Predilation was performed and a 2.0x20mm taxus liberte stent was placed. Following post dilation there was 0% residual stenosis. Target lesion two was a 3.75x9mm lesion located in the 75% stenosed proximal right coronary artery (rca). Target lesion two was treated with direct stenting using a 3.0x12mm taxus liberte stent and post dilation resulting in 0% residual stenosis. It was reported that there appeared to be incomplete apposition of the very proximal portion of the stent. Post dilation was repeated resulting in "significantly" improved apposition. The patient was discharged one day post procedure on aspirin and prasugrel.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure the stent was incompletely apposed. The index procedure treated two target lesions. Target lesion one was a 2.3x15mm lesion located in the 95% stenosed right posterior descending artery (r-pda). Direct stenting with a 2.25x20mm taxus liberte stent was unsuccessful as the device could not cross the lesion. Predilation was performed and a 2.0x20mm taxus liberte stent was placed. Following post dilation there was 0% residual stenosis. Target lesion two was a 3.75x9mm lesion located in the 75% stenosed proximal right coronary artery (rca). Target lesion two was treated with direct stenting using a 3.0x12mm taxus liberte stent and post dilation resulting in 0% residual stenosis. It was reported that there appeared to be incomplete apposition of the very proximal portion of the stent. Post dilation was repeated resulting in "significantly" improved apposition. The patient was discharged one day post procedure on aspirin and prasugrel.